Manufacturer narrative:
D9: date returned to mfg.: 10/29/2024. H3 and h6. Codes: updated. Device evaluation: the complaint of ¿cassette not attached error.¿ could not be confirmed through, 50 ml cassette test and downstream occlusion (dso) calibration test. The cause was unknown. Additionally, the investigation found the liquid crystal display (lcd) lens was cracked and the battery door was missing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a "cassette not attached" error. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.